Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no suture was returned.

Event description:
It was reported that the right atrial (ra) lead dislodged. High thresholds were noted. The lead was explanted and replaced. It was also reported that the implantable pulse generator (ipg) device was intended to be reused, however, the physician noticed that the suture was melted/stuck/adhered to the silicon header. The suture was irremovable. The device was explanted and replaced. No patient complications have been reported as a result of this event.